Manufacturer narrative:
Insulin pump passed the self test and displacement test.insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. No frozen screen anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen screen. The customer¿s blood glucose level was unknown. The customer reported that buttons were sticky, but right now it¿s working and the screen was frozen. The insulin pump will be returned for analysis.